Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2366-50, serial #:(B)(4), description:linear 3-6 lead, 50cm.

Event description:
A report was received that one of the patient's leads was poking up in the surface and was causing pain. The patient underwent a revision procedure wherein a suture was added to hold the tip of the lead down. The patient was doing well following the procedure.